Event description:
It was reported to philips that the flexvision pc was non-responsive during use. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system onsite and confirmed that there was failure in flex vision pc. Review of the system log file showed that the malfunctioning in flex vision pc. To resolve this issue, fse reseated flex vision pc hard drive. The system was returned to use in good working order. The codes were updated based on the investigation outcome.